Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A bluetooth pairing test was performed and passed. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The probable cause was determined to be the transmitter timer not increasing, which led to the fatal transmitter error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be transmitter timer not advancing which led to a transmitter failed error. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter failed error. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.